Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have reported for over a year their teeth are crashing into each other and the first set of aligners did not allow their mouth to fully close. After 6 months of back and forth they finally got new impressions because they reached out through the bbb due to byte support not helping and were sent a new set of aligners. Their teeth are still crashing. They have to take of the aligners hours before eating so that they can actually close their mouth with out chipping a tooth. This is a contraindicated patient.